Event description:
It was found upon product investigation on february 2, 2023 that the retention pin for screwdriver w/ q c -hex 12mm/short/xl25 was broken. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: event description updated. D10: concomitant device added. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial, a follow-up will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023 while setting up preoperatively to do a tibial nail advanced case, it was discovered that the retention pin on the driving cap had come out of the driving cap during cleaning and missing. The tip of the retention pin had also broken off. Another set was used and the case was successfully completed without delay. There was no patient outcome. This complaint involves one (1) devices. This report is for one (1) scrdrvr sft/cann q c -hex 12/sht/ xl25 this is report 1 of 1 for complaint (B)(4).